Manufacturer narrative:
Additional information was received that the physician does not believe the patient death was device related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to heart complications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8352-50, serial: 1101316, description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient passed away due to heart complications.